Manufacturer narrative:
Investigation summary: our quality engineer inspected the photo submitted for evaluation. The reported issue was not confirmed upon inspection of the photo. Unfortunately, the photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Additional inspections or investigation into the reported defect could not be performed without the physical sample. A device history record review showed no non-conformance's associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was found split apart when opening up the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "report peripheral catheter which was requested to channel a patient with a surgical curettage procedure, at the time of opening the catheter package, it was split, separated into two parts."